Event description:
It was reported that the rv lead was explanted due to 4 inappropriate shocks received due to oversensing. The pace/sense lead impedance was greater than 3000 ohms. No further patient complications were reported as a result of this event.

Event description:
It was reported that the rv lead was explanted due to 4 inappropriate shocks received due to oversensing. The pace/sense lead impedance was greater than 3000 ohms. No further patient complications were reported as a result of this event. A report was received and reports that the patient experienced misfiring of ICD and after evaluation with the medtronic rep the patient underwent surgery to have the rv lead replaced. The surgeon stated the rv lead was fractured. Further information from an attorney alleges the plaintiff has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and mental anguish as a result of the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor was fractured; full lead was returned for analysis.